Event description:
It was reported by customer that alaris syringe module does not always consistently recognize 1 ml vs. 3 ml syringes on the first attempt. This issue is believed to be related to the thicker medication labels applied by pharmacy. As a workaround, nursing staff may remove the label from the 1 ml syringe and place it on the IV tubing to allow the device to correctly recognize the syringe size. This was reported to bd representatives during site visit. There was no information on patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.